Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Current bg was 268 mg/dl. Customer was using apidra insulin in the cartridge due to being allergic to humalog/novolog. The customer did not provide further information regarding the past elevated bg. Customer reverted to using insulin injections and basaglar for insulin therapy. Reportedly, customer discussed how to manage using the pump with apidra with a healthcare provider.